Event description:
It was reported that customer experienced excessive scratches on display screen. Insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Unit had cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.